Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the review of the brandywine device history record showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: part 388.263 was returned for evaluation the tip of internal counter torque is missing. The tip is broken after the corner where the tip transition to a diameter. Shaft condition is good with no visible damage on the outside diametrical surface. Wear marks and sharp corners were observed on the broken tip area. The outside surface has slight semi-circular scratches through. Tip was broken as stated on the complaint. Dimensional checks were performed on the characteristic and found acceptable. Material was checked and found correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 the patient underwent a posterior l4-s1 lumbar fusion and was implanted with a synthes universal spine system (uss) titanium. While the surgeon was performing final tightening of the construct at an unspecified spine location, the tip of internal counter torque broke off. The fragment that broke off was retrieved and discarded. The construct was final tightened and the procedure was completed successfully without delay. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the root cause for complaint is unknown. It is possible that excessive force during the tightening process caused the product to break. The details of surgeon¿s technique are not known; therefore, root cause is unknown. The design is adequate for its intended use and did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.